Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was in the range of 300 mg/dl to 400 mg/dl. Customer treated their high blood glucose with manual injection. Customer stated that the insulin pump had no delivery alarm during manual prime. Customer stated that the insulin pump had failed battery test alert. Customer stated that the contacts on battery cap were not missing or damaged and neither battery compartment nor spring were damaged or corroded. Customer assisted with troubleshooting and insulin pump did not receive failed battery test. Customer also reported that the insulin pump had unexpected restart alarm and insulin pump lost time and date. Customer was able to clear the alarm, had to reset the time on the insulin pump and was able to complete rewind. However insulin pump again received unexpected restart alarm after battery change. Customer also stated that they need to press buttons more than once, insulin pump was very slow to rewind, had to prime and rewind multiple times and had motor error alarm. Customer also stated that the insulin pump lost settings with battery change. The insulin pump will be returned for analysis.